Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
The customer reported an expiration date issue with coaguchek vantus meter serial number (B)(4). The customer stated they were able to use test strip lot 52333121 that has an expiration date of 31-jul-2022. The meter should display the error message m-22 when a customer attempts to use expired test strips. The customer stated they had a low result of 1.9 inr using the expired test strips. Their dose was increased by a half tablet for one day based on the results. Customer had no harm from dosing based off the meter readings.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.